Manufacturer narrative:
Customer will not return the device for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The following was reported: during a super cervical hysterectomy a loop snapped and when the two pieces disconnected one of the metal pieces hit the bladder and lacerated it. A urologist had to come in and do a bladder repair.